Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient experienced hypoglycaemia with blood glucose (bg) of 0.54 g/l (54 mg/dl). Although the patient manually paused insulin delivery, the omnipod 5 controller/personal diabetes manager (pdm) continued to display active insulin. The pdm settings were confirmed to be configured to increase insulin delivery for high bg levels and reduce or pause insulin delivery in case of low bg levels. The pdm history also showed a low bg alert consistent with the low bg levels that the patient was experiencing. The patient's bg levels went up to 0.78 g/l (78 mg/dl) after having a sugary drink.

Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the period of 11jan2026-06may2026 was downloaded and reviewed. Review of the cloud data found only one suspend record during this period on 29mar2026. The resume record occurred less than one minute after the suspension. Review of the patient history buffer (phb) data found that the only times the user input basal rate was set to 0 pulses per hour was when pods were deactivated. The phb data showed that, when in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of microboluses as estimated glucose values decreased towards and below the user's target. While the automated algorithm had paused microbolus delivery, the phb data showed no algorithm pulses delivered and the total pulses delivered count tracked by the pod did not increase until a bolus was delivered, indicating that the pod was not actively delivering microboluses when not expected to. Without log files, it could not be determined if the user encountered any errors when attempting to manually suspend insulin delivery. The exact cause of the reported inability to suspend insulin delivery could not be conclusively determined.